Manufacturer narrative:
Initial reporter phone number provided is (B)(6). The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty power circuit card. The power circuit card was evaluated. During the evaluation it was found that the power circuit card spare part needs to be replaced. Power circuit card was replaced. This device was evaluated for functionality per (B)(4). It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. A DHR review is not required as the serial/lot number is unknown. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the red screen appeared when the arctic sun device was turned on. Per review of wo on (B)(6) 2025, there was no patient involvement. Per sample evaluation results received via task on (B)(6) 2025, it was reported that the after replacing the power circuit card, the device powered on correctly. However, when water was added and both the chiller and chiller pump started operating, the red screen appeared again. It was confirmed that the replaced power circuit card had also developed a fault. After disconnecting the chiller pump connector and installing another functioning power circuit card, the device operated normally.